Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received at the service and repair center for evaluation. The defect(s) reported by the customer has/have been verified and remedied using the preventive maintenance measures listed in the "proof of repair". The following repair activities were performed: unit modified acc. To guideline of manufacturer functional test performed. Electrical safety test acc. To iec 60601-1 completed. Hipot test completed. Functional test acc. To test procedure completed. Defective o-rings replaced. Motor corroded - motor replaced. "Tornado": preventive replacement of o-rings performed acc. To (B)(4). The possible root cause can be attributed to the rusty motor which was found during evaluation. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that at pre-surgery of an unspecified procedure it was observed that the 8022 hand pc tornado shaver device was damaged. According to the reporter, the shaver attachment did not rotate properly and could not be connected. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was received at the service and repair center for evaluation. The reported complaint of the shaver blade not locking was not confirmed. The following information was reported via the service report: "tornado": preventive replacement of o-rings performed acc. To sb13f317. Motor corroded - motor replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Potential fluid ingress in the motor chamber may cause corrosion of the motor, resulting in the defective motor. Additionally, defective o-rings were identified. However, a specific root cause for the reported connection issue cannot be determined, and no fault was found with the device locking mechanism. These devices are frequently sent in for repair due to the nature of their use and longevity in the field. This device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.